Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements and had physical damage on the lead body, insulation and conductor fracture which was suspected through fluoroscopy. This ra lead was surgically abandoned. No additional adverse patient effects were reported.